Manufacturer narrative:
Investigation into this concern is complete. There is no history of failures of this nature. The instrument was found to have a fractured jaw. The root cause is using the instrument for purposes other than which it was designed. Due to not being related to materials or workmanship a c.a.p.a. Is not warranted at this time; however, we will remain observant for trends of this type and proceed accordingly.

Event description:
Customer states tip broke off in patient. Tip was able to be retrieved. Customer is requesting a hazardous box be sent to her. Customer is also requesting the original instrument be shipped back to her.